Manufacturer narrative:
These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search for the implants revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain and swelling.